Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis, and the reported failure was confirmed and replicated. During start up and energy activation, the error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, a dent on the bottom right back side of the cover was found. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report they are getting error c-34 when trying to use monopolar energy. Prior to calling customer replaced the instrument and instrument energy cable with on change. The tse confirmed multiple c-34 errors in the logs. Tse recommended connecting a backup generator or swapping out the vision tower. Customer was not sure if they have a force triad generator and stated they are likely going to swap out the tower. Operating room staff contacted tse for assistance with connecting covidien generator. Tse informed caller that they would need the blue energy activation cable. Caller found the cable and connected it between the force triad and the system. Site called back and want to make sure it was connected correctly. Tse confirmed with the site that it was, and they had blue light next to the connection. Isi followed up with the customer and gathered the following information: the procedure was completed robotically with the same generator - the surgeon just did it without bipolar power. To resolve the reported issue, the staff switched out bipolar cables, and instruments but that did not resolve the issue. Fse was contacted at this time. The surgeon was able to complete to procedure without bipolar power. Customer was able to find the cable to connect to a different generator if other cases were needed to be done in that room prior to the generator being fixed. There was no injury to the patient. The system was working prior to surgery and during surgery. The generator quit working in the middle of the procedure. The system initially powered on without errors. Patient demographics were provided.